Event description:
It was reported that the patient felt more "jittery" and experienced increased pain over the past month. The patient also reported that her diabetes had not been well controlled, but the patient equated this to being more active. There were no alarms noted. The patient's pump was interrogated at the clinic and found to be in stopped pump mode. The volumes were measured equally with both the expected and the actual reservoir volume at 18 cc. A therapeutic bolus was programmed. There was no response to the bolus. The patient usually responds very well to the therapeutic bolus programmed at refill. The patient outcome was not reported. The patient's pump contained sufentanil. Additional information has been requested from the hcp, but was not available as of the date of this report.